Event description:
The customer alleged the paint peeled off from the scope after it was processed in the unit. According to the scope MFR, the device was compatible with the sterrad unit. The customer stated that no pts were involved in the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Damaged device - capital equipment, evaluated at customer site. The fse reported the following: performed system verification and ran an empty chamber test cycle. The system met specifications. Ref mdrs: 2084725-2009-00078, 2084725-2009-00076, 2084725-2009-00075, 2084725-2009-00074.